Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the guide wire split/broke at the middle part when it was pulled out after proper insertion. Healthcare professional (hcp) was afraid that foreign body was left in patient's body. The patient was then sent to the intensive care unit (ICU) and was sent to the operating theater the next day to remove the device. The guide wire that came with the kit was used. There was no abnormal condition noted prior to breaking, no excessive force was used. The catheter was not repaired, there was no leak, alcohol/iodine based solution was the cleaning agent used, tego was not utilized and there was no luer adapter issue. There was no other product utilized with the device. All pieces was accounted for and it was confirmed that no piece was left inside the patient.

Event description:
According to the reporter, during the procedure, the guide wire was split/broke at the middle part when it was pulled out after proper insertion. Hcp (health care professional) was afraid that foreign body was left in patients body. Patient was then sent to the ICU (intensive care unit) and was sent to the operating theater the next day to remove the device. The guide wire that came with the kit was used. There was no abnormal condition noted prior to breaking, no excessive force was used. The catheter was not repaired, there was no leak, alcohol/iodine based solution was the cleaning agent used, tego was not utilized and there was no luer adapter issue. There was no other product utilized with the device. All pieces was accounted for and it was confirmed that no piece was left inside the patient. The patient was reported to be alive.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Visual inspection noted the guide wire was received kinked. The catheter protective sheath and tunneler's appeared intact. It was reported that the guide wire broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.